Manufacturer narrative:
The investigation found on (B)(6) 2021 (morning) the qc results are well within specification. The qc results on (B)(6) 2021 (morning) are far outside the +/-3 sd range. On (B)(6) 2021 in the morning, the reagent was changed and qc is within specification again. Sample ID (B)(6) was found to have been performed during the time period qc was out of range. A general reagent issue can be excluded as the calibration and quality control before (B)(6) 2021 and after (B)(6) 2021 are within specification. The field service engineer found the system provided a vertical motor error and the piercer of the instrument did not pierce the reagent packs correctly in the center. She readjusted the reagent probes, the gripper, and the piercer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ck creatine kinase results for multiple patient samples with the cobas 6000 c501 module. The reporter stated the reagent probe got stuck in the cassette and afterward they received invalid qc and low patient results. The customer replaced the reagent pack, performed qc which was within range, and repeated the patient samples. The following are examples of questionable results for 5 patient samples: sample ID (B)(6): the initial result was 53 u/l. The repeated result was 1636 u/l. Sample ID (B)(6): the initial result was 7 u/l. The repeated result was 71 u/l. Sample ID (B)(6): the initial result was 10 u/l. The repeated result was 80 u/l. Sample ID (B)(6): the initial result was 13 u/l. The repeated result was 71 u/l. Sample ID (B)(6): the initial result was 9 u/l. The repeated result was 74 u/l. The questionable results were reported outside of the laboratory. The reagent lot number was 55738601 with an expiration date of 31-mar-2022.